Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and kidney problem. The blood glucose reading at time of his admission was over 400mg/dl. The customer mentioned that he had to change three times the infusion set the day he called, but the insulin pump kept alarming no delivery. No further information was provided.